Event description:
It was reported that during a pta treatment procedure, the guidewire became stuck in the synergy balloon catheter. The pt was asymptomatic during this event. The lesion being treated was located in the left superficial femoral artery. It was noted that resistance was met with insertion of the synergy balloon catheter. Despite the reported event, the procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as "good."